Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone detached returned and cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The remaining components were disassembled to inspect internal components. The moisture indicator was positive and the internal wires were disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the operating room nurse assembled the instrument with the hand piece and could not tighten it as instructed. When she wanted to disassemble the instrument, it did not work and somehow broke the instrument and hand piece. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.